Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was suspected that there was damage to the sinus nodes due to the pulsed field ablation applications. A cavotricuspid isthmus (cti) line ablation was carried during the procedure immediately prior to the pulsed field ablation pulmonary vein isolation (pvi) and it was noted once block of the cti line was accomplished that the sinus rate was very slow. Pacing was carried out using another manufacturer's catheter. When the catheter was dislodged while ablating the right superior pulmonary vein (rspv) it was noted that there was no underlying rhythm. Pacing was then resumed. The case was completed with pulsed field ablation. After the procedure the patient's sinus rate had recovered but was still lower than expected following the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. No error messages were identified in the data files on the reported event date. In conclusion, the clinical issues of bradycardia and an arrhythmia occurred during the procedure with no indication that the adverse events were related to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.